Event description:
Procedure: laparoscopically assisted cholecystectomy. Reportedly, when the surgeon inserted a 5mm instrument through the device, a piece of the rubber seal was torn. The piece fell into the surgical cavity. The piece was retrieved without difficulty. No pt injury reported.